Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to implant, the device was observed to be in backup vvi mode. A new device was used. The patient was stable.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench. The cause of the bvvi was due to the firmware upgrade corruption during the download process.